Manufacturer narrative:
H.6. Investigation summary: two photos and one actual sample in an opened package was received by our quality team for evaluation. Upon visualization of the photos and sample received, a bent cannula was observed; therefore, the bent needle can be verified. No abnormality was observed related to the discoloration of the needle and the review of the device history record did not show any abnormalities related to the penetration and drag testing; therefore the dull needle cannot be verified to cause difficult penetration. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: based on the quality team's investigation, the possible causes of the bent needle could have occurred due to the cannula gripper of the assembly process or during product application when the product is manipulated. Since the sample was received in an open package and the device history record does not show any non conformances the root cause can not be confirmed to related to the manufacturing process.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte has been found experiencing five occurrences of containing foreign matter before use. The following has been provided by the initial reporter: when the nurse opened the package, found that the needle could not be penetrated in, and the needle had a slight bent and the color of the needle was abnormal. The nurse said that there have been many such incidents occurred recently.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte has been found experiencing five occurrences of containing foreign matter before use. The following has been provided by the initial reporter: when the nurse opened the package, found that the needle could not be penetrated in, and the needle had a slight bent and the color of the needle was abnormal. The nurse said that there have been many such incidents occurred recently.